Manufacturer narrative:
Insulin pump received with constant motor error alarms during rewind due to encoder signal out of phase. Insulin pump was unable to perform displacement test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 84 mg/dl. Troubleshooting was done. Customer stated unable to rewind the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.